Event description:
There was a defective force reading coming from the ablation catheter while in the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).